Manufacturer narrative:
Unit received with all operating currents within specification and passed functional testing including the restart error, operating currents, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Pump received with minor scratched lcd window, cracked lcd window,cracked belt clip slot and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 400mg/dl at the time of incident. Troubleshooting found that the display screen is scratched and the pump has a hairline crack on the pump. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.